Manufacturer narrative:
Report date: 11feb2019. Date rec'd by MFR: 06feb2019. The customer reported replacing the touchscreen and the issue was resolved. The device was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touchscreen was intermittently unresponsive across the top of the screen. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used